Manufacturer narrative:
The insulin pump passed the displacement, prime, compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. The insulin pump passed self test. There was no unexpected vibration anomaly or alarm anomaly noted. The insulin pump received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was not known. Troubleshooting was performed. A 5 unit fixed prime was performed. Insulin did not exit and the pump alarmed no delivery. After advice to disconnect and reconnect the reservoir and infusion set, insulin was successfully pushed through the tubing. Insulin then exited during a manual prime. The customer then received another no delivery alarm. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.